Event description:
It was reported that the epg (external pulse generator) shuts down when the battery is removed while the power is on; it will not perform the 15 second delay operation after battery removal. The epg was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was defective. It was also noted that the upper case was broken, the lower case was contaminated, the battery release was contaminated, the lead flex was contaminated, two pcb screws were contaminated, the battery contacts were contaminated, the battery drawer was damaged and the battery flex was contaminated. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the device battery removal test failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).